Manufacturer narrative:
Pending additional patient information and pump status information. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Internal complaint number: (B)(4).

Event description:
Agent contacted technical solutions to report a patient that was sent to the emergency room due to hypoxia symptoms. Agent reported that the patient had recently received a replacement pump. Agent also reported that the patient had reported to their managing physician that they were "feeling a bit sedated". Agent reported that the patient was supposed to have an appointment with their physician but was brought to the hospital instead due to the hypoxia symptoms. This patient has not had any recent mris or injuries. Agent reported that the patient also takes oral pain medication, but does not know the specific kind. Agent also reported that the ER physician ordered that the pump run at its minimum flow rate, which they were able to program.

Manufacturer narrative:
Additional communication confirmed that the alleged issues were related to the patient taking too much oral pain medication and was not related to pump therapy. There are no patient factors or preexisting conditions that contributed to this. If additional information becomes available, a supplemental MDR will be sent. Internal complaint number: (B)(4).

Event description:
During additional follow-up, representative from the physician's office stated that the patient had complained of nausea and subsequently had their dose adjusted. At their next refill appointment, the patient again complained of feeling nauseous and intermittent vomiting. The physician did not mention anything related to possible causes for these issues. The physician's assistant then confirmed that the patient did go to the hospital due to hypoxia. The patient returned to the office after being in the hospital for a dose adjustment. The physician's assistant reported that the hypoxia occurred due to the patient taking too much oral pain medication and was not related to pump therapy. It was reported that no patient factors or preexisting conditions contributed to this.